Event description:
Customer reported unit did not indicate the co2 absorber was out of the circuit during a case. Patient reportedly became hypoxic. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.